Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had corrosion on the control body and the distal end plastic cover was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal end plastic cover or corroded control body was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.